Event description:
It was reported that the patient underwent an open umbilical pre-peritoneal repair of a primary hernia on (B)(6) 2013 and mesh was implanted. The patient developed hematoma after yelling. The hematoma was drained on (B)(6) 2013. The surgeon opines that the event is not related to the product or the procedure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.